Event description:
It was reported that a patient underwent a tlif at l4-l5 and plif at l3-s1. Post-op x-ray films demonstrated a screw toggle/loosening at superior end of the multi-level construct. It was also reported that the adjacent level superior to construct appears kyphotic/collapsing disc height. Revision surgery was performed successfully. No further patient complications were reported.

Manufacturer narrative:
(B)(4) - (adjacent level superior to construct appears kyphotic/collapsing disc height). A review of ap and lateral x-rays showed segmental fixation at l3-l4-l5-s1 with laminectomy at l4 and l5, peek implant at l4 and halo around both l3 screws, signifying likely pseudoarthrosis at l3/4. Junctional ddd at l2/3 and mild kyphosis. The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.